Event description:
Severe, life threatening hypoglycemia occurred two consecutive mornings that required intervention by paramedics, ambulance transport to hosp, treatment in the emergency room for blood glucose readings of 27 mg/dl and 24 mg/dl. On 7/26/99 at physician's office, it was discovered that rptr's minimed insulin pump had a basal rate infusing at 7.2 units per hr when the pump was set to infuse 0.5 units per hr from 12:00 midnite to 8:00 am. Rptr has made no changes in basal rates since 6/8/99.